Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that the bovie grounding pad was not working. The customer had replaced the grounding pad prior to calling. The intuitive surgical, inc. (Isi) technical service engineer (tse) verified that the customer was using a validated covidien grounding pad. The isi tse had the customer confirm the grounding pad orientation and power cycle the integrated electrosurgical unit (iesu). The iesu powered on successfully and the grounding pad was now recognized (green icon). However, when the customer delivered monopolar energy, the iesu faulted with error m-02. The isi tse had the customer reboot the iesu. The iesu powered up successfully but was not recognizing the grounding pad again. The customer tried applying a new grounding pad to her arm and the iesu was still unable to recognize the grounding pad. The customer reportedly did not have a force triad generator or another da vinci system to use. The customer continued with the case as planned. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went onsite and replaced the iesu to resolve errors m-02. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no issues, however, the logs confirmed errors in close proximity. The complaint was confirmed based on the field evaluation, but not failure analysis.